Event description:
Customer reports back to back testing on the same meter while using the compact system with results of 370mg/dl and 131mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.